Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that out of range pacing impedances were noted on this right atrial (ra) lead. The device was reprogrammed and the lead remains implanted. No adverse patient effects were reported.